Event description:
Manufacturer review of the conference presentation "ejpn supplement author's meeting-day 1, vns therapy in children and adolescents: the current state of evidence" revealed a vns patient had a lead fracture and increased seizures. Attempts to the presenter for additional information have been unsuccessful to date.

Manufacturer narrative:
Presentation citation: "ejpn supplement authors' meeting-day 1" vns therapy in children and adolescents: the current state of evidence"; 19-20 2008. Device failure is suspected.